Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they were only able to receive 15 units of insulin as a result. The customer's blood glucose was 310 mg/dl. Troubleshooting found insulin was able to exit the tubing with a push plunger. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The customer also called back to report the insulin pump alarmed no delivery. Customer was unable to receive the programmed amount of insulin as a result. The customer's blood glucose was 158 mg/dl at the time of the second call. They were using the same lot of reservoirs. Customer agreed to return the reservoir for analysis.